Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.